Event description:
It was reported that a spectrum iq pump was constantly alarming downstream occlusion. The event occurred during testing at biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the downstream occlusion alarm was not reproduced. A review of the event history log revealed downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the tubing guide out of specification. The tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.